Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button of the device was not depressed, the plug was present on the delivery shaft and exposed to residues of dry blood. The indicator window was received on white/black position and the cowling guard was found unlocked and the indicator wire was observed deployed. The bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The cowling guard was depressed, and deployment button was pushed down. There was no friction, and it was completely depressed. The deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿deployment lever (button)-frozen locked¿ was not confirmed since during the functional analysis the deployment button was pushed down, there was no friction, and it was completely depressed. The internal components were reviewed, and no anomalies were noted. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.